Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing in-process, or final inspection process. Sterile samples were not available for testing / review. Retained samples were not available for review. No photos of the surgical site were provided for review, if samples, photos or additional information become available at a later date, the samples, photos or information will be reviewed and results will added to the file. A follow-up report will be submitted. The suture breaking during use most likely resulted from the interaction of specific procedural related stress in contrast to the suture strength. It''s also possible the devices are being grasped with surgical instruments damaging the suture allowing the suture to break during use. Pdo suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for the reported lot was reviewed and met all requirements. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points, swage areas and attachments, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. Without receiving sterile devices from this same lot to review/test or receiving detailed information regarding the pre-operative preparation of the devices, tools utilized to grasp the devices, the method utilized to anchor the device in the tissue, the patient¿s health status and quality of the tissue, or the surgeon¿s experience and/or technique, a definitive root cause for the reported event cannot be confirmed with certainty.

Event description:
Our distributor reported the patient was a 36-year-old woman who underwent laparoscopic ovarian cystectomy in hospital on (B)(6) 2023. The surgeon used sxpd1b401 for ovarian wound sewing in the way of continuous suturing during the surgery. The suture broke twice during sewing. The surgeon immediately replaced a new absorbable suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. As a result of this event, the intraoperative blood loss was increased (the specific amount of increased blood loss was unknown) and the operation time was prolonged for about 15 minutes. The patient has been successfully discharged currently. No subsequent adverse event report was received.